Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted: (B)(6); 5086mri52 lead implanted: (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation in the emergency department, the patient¿s right ventricular (rv) lead showed episodes of ventricular undersensing; however, upon follow-up for additional information the patient¿s clinic could not confirm this as ventricular undersensing was not seen on a remote transmission the same day. It was also noted that the patient¿s left ventricular (lv) lead showed a onetime increase in threshold that then returned to baseline. Both the rv and lv lead remain in use. No patient complications have been reported as a result of this event.